Event description:
In (B)(6) 2015, upon completion of abdominoplasty to remove excess skin, I contracted severe cellulitis in my right quadrant. I was hospitalized twice that month and wounds were reopened to clean out the infection. Six years after successful use of my lap-band (installed (B)(6) 2010) I started to experience ulcer-like pain that medicine would not fix. Upper gi (endoscopy) revealed a very severe erosion of my band which left permanent damage. The hole that was left in my stomach tissue is such that makes any kind of revision surgery (specifically the sleeve surgery) impossible due to the likelihood of gastric leaks.